Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by rebooting the system after the procedure and that they tested the arms and did not note any issues. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pancreatectomy distal and hiatal hernia paraoesophageal surgical procedure, the universal surgical manipulator 2 and the universal surgical manipulator 4 exhibited unusual movements. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: unintentional movement of instruments was observed while the surgeon was in control. Nurse relayed information to the clinical sales representative (csr) and the csr called dvrc after surgeon complained about the event. There was no injury to the patient. There was a slight surgical delay to troubleshoot, nothing significant was observed.